Event description:
It was reported that in 2009, the patient became pregnant and turned the stimulation off. It was noted that ¿postpartum, the implantable neurostimulator (ins) was in overdischarge and was jump started by the physician.¿ additional information reported that the device was overdischarged. It was noted that the patient received a new system on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3998, lot# lb5460, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. (B)(4).